Event description:
Device malfunction: inaccurate delivery, second stent placed. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization stenting in the left internal carotid artery, after deploying the stent, it was noticed that the stent shifted as it was deployed due to the physician not holding it still as he deployed. The stent did not completely cover the target lesion; therefore, a second stent was implanted with 1.5 cm of stent overlap. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Study event, the device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.